Event description:
Boston scientific received information that at implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), conversion testing was performed and with the delivery of one 65 joule shock conversion occurred approximately three seconds following the shock delivery. Post implant x-rays were reviewed and it was noted the distal tip of the electrode had migrated. The next day, the electrode position was revised and the distal end was sutured into place. Conversion testing was performed again, and a 65 joule shock was not successful, but a 80 joule shock successfully converted the rhythm. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.